Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2022. The implant procedure was performed under local anesthesia and fiducials were placed transperineally prior to the implant. Approximately one week after the spaceoar implant, the patient started experiencing rectal discomfort. Pain and bleeding were also reported. Magnetic resonance imaging (MRI) and computerized tomography (CT) were performed, and both indicated a rectal wall injection occurred adjacent to the prostate apex. A fistula was also identified near the prostate apex. The patient is being monitored and will have a scope done to further evaluate the fistula.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).